Manufacturer narrative:
Failure analysis for fiber 0010-2400-514a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while running the laser system at maximum power, diminished tissue vaporization was observed and the fiber began "making a strange noise". Time expended: 13:16 minutes. The fiber was replaced and the procedure continued using a second fiber. While using the second surgical fiber, the fiber tip came off / detached inside of the patient and was retrieved. Time expended: 54 minutes. The fiber was replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok - no injury". There was no patient injury reported. This report is for the first surgical fiber used.